Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and sometimes required multiple presses to activate the screen. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case with guidance and followed instructions to press button in a specific way, which successfully turned on pump screen but did not resolve difficulty with button, and pump had already been replaced previously due to a cartridge alarm.